Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall and the patient's ipg was hit in the process. The patient's ipg has been deemed inoperable since the fall. As a result, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt the ipg, could not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The cause of battery depletion was unable to be determined.

Manufacturer narrative:
Corrected data: correct information had been obtained and provided that's related to d4, d6a (date of implant is unknown), and h4.

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced to provide resolution.